Manufacturer narrative:
D4 and h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where the new user was unable to login. A technical support specialist (tss) dialed in to the application. The system uptime was 335 hours. All bd services were running. The ad sync logs did not show any errors. The identity logs indicated that the user was not using certificates. The iis application pools showed that the identity pool was stopped, which was the cause of the issue. The issue was resolved by starting the pool. The customer was informed via email, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a new user was unable to log in due to an authentication failure. Customer made reset of password at the computer, but issue still persisted. There were no delay or adverse events or injuries reported based on this event.